Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and cystocele.

Manufacturer narrative:
The patient underwent mesh implantation concurrently with hysterectomy on (B)(6) 2008 due to stress urinary incontinence and pelvic organ prolapse. Following insertion, the patient experienced pain, bleeding, infection, urinary/bowel problems, dyspareunia, neuromuscular problems. (B)(4).